Manufacturer narrative:
This report is being amended to reflect changes: device history records for the 25 claims could not be reviewed as the part and lot numbers are unknown. No devices or photos were received; therefore the condition of the components is unknown. This device is used for treatment. Part and lot numbers are unknown; therefore, compatibility cannot be confirmed and a product history search could not be conducted. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
Information was received via published literature: (B)(4). Please reference literature at the following location: http://www.ncbi.nlm.nih.gov/pubmed/22790529. This report will be amended when our investigation is complete.

Event description:
It is reported that 25 knees in 23 patients were revised due to tibial debonding.